Manufacturer narrative:
Complaint is confirmed. The warranty seal on the back door was intact. It was noted during the test that the pump motor/rotating parts made a loud noise when running and the latch door was wobbly. Pressure failed during running the test and the pump stopped working many times. The cause of this can be attributed to wear and tear of the motor which is exhibited in the loud motor and caused by extended usage in the field. The review of complaint records for serial number (B)(6) shows that the device has no previous complaints. A cause to the loud motor and the wobbly latch door can be attributed to wear and tear from extended usage in the field, since the device was manufactured in 2012.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a knee arthroscopy the water flow could not be regulated properly. The patients knee blew up as the pump wasn¿t regulating how much water was flowing in. The surgery was finished successfully and the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update mbauer 04-apr-2023: it was reported that the tubing ar-6420 was used with the pump. The tubing was already discarded by the time when the problem was noticed. The settings of the pump were between 40-60. There was an alarm message about pressure during the case. A clamp test was performed which is standard for the account at the start of the cases. The patient was not kept overnight and was discharged on the same day. The patients edema/fluid was removed by massage and through incision that was already there.